Manufacturer narrative:
(B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was air in a clearlink solution set below the 0.22 micron filter. This occurred during infusion of 10% dextrose solution. A syringe was inserted into a port to withdraw the air, and the infusion resumed using the same set. ¿several¿ hours later, air in line was again noted below the filter. The setup was replaced to resolve the issue. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was returned and an evaluation is complete. The device was returned primed and visual inspection showed air in the filter housing and in the tubing below the filter housing. Functional testing was performed to re-prime the line with no leaks or air noted in the line. The filter housing was then cut away from the set and the hydrophobic vent/housing failure test was then performed. The sample filter housing passed the hydrophobic failure test. No leaks were noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.